Event description:
It was reported that during a da vinci-assisted surgical procedure, the tower pedals for the past couple of days. Caller stated they are getting an error while using the pedals, m10. Tse did not see any related errors for today or yesterday. Tse inquired how the customer was using the pedals and they stated with a handheld with nothing else installed on the erbe. Tse was not able to troubleshoot further since needed setup was not available. The erbe was giving the error as soon a surgeon hit the pedal. Using monopolar curved scissor. Confirmed error m10, inspected foot pedals which are working properly and activation is being detected by erbe. The bovie was ruled out and surgeon keeping foot on pedal after auto stop as possible issue and will order an erbe to replace and see if issue resolves after swap. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is in progress.

Manufacturer narrative:
Intuitive followed up and obtained additional information. On 3\19\2026, the foot pedal was activating itself after the doctor released his foot from the pedals themselves. They always turn autostop off because it hinders or delays surgeons as they burn or dissect. This was causing the m10 error on that day. Now as for the 4/10/26 call, after the erbe generator had been changed, the same error was occurring again when using handheld device and foot pedals. It was not continually going (the cautery) but was alarming and coding m10 again. Intuitive did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis investigations did confirm and replicate the customer complaint "problems with the pedals/erbe errors m10 and m0b". Issue was confirmed using logs. Functional testing revealed that the iesu powered on normally and successfully cauterized across all ports and instruments without issue. However, a review of the internal error log showed error m0b, m11, c00, m32, m31 and m10. Visual inspection indicates the iesu is in good cosmetic condition. Probable root cause is attributed to defective generator.

Event description:
Refer to h11 for follow-up information.